Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, due to adhesive peeling between objective lens and distal end, water tightness was lost. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. Grip had a scratch. Angulation lever had a scratch. The up/down plate had a scratch. Right/left plate had a scratch. Switch button 1 had a scratch. Light guide cover glass had a scratch. Light guide connector had a scratch. The video connector had a crack. The video connector had a scratch. Video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope image could not be displayed and could not be recovered (with an error code). The event occurred during preparation for use. The unspecified therapeutic procedure was able to be completed. There was no report of user or patient harm associated with this event.